Event description:
It was reported that a patient underwent a laparoscopic cystocele repair on (B)(6) 2012 and suture was used. When trying to extract the suture from the abdomen, the needle pulled off the suture. The surgeon was unable to localize the needle with xray and converted to an open procedure. When removing and examining the trocars, the needle was found in one of the trocars. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.